Event description:
A repair was performed for an abdominal aortic aneurysm on an unknown date. The graft was accurately placed during implantation. A proximal type I endoleak was captured on the one month CT scan. Gore was made aware of the type I endoleak on 11/16/2007. Further investigation is necessary.